Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose, which resulted in a hospitalization on (B)(6) 2020. Customer¿s blood glucose level was 881 mg/dl, at the time of hospitalization. Customer reported that they were treated with insulin pump and in the hospital they were treated with manual injection. Customer reported that the multiple bolus was not working. Customer was off with auto mode delivery feature. Customer had back up plan available with them. The insulin pump will be returned for analysis.